Event description:
In 2006 a patient underwent repair of a thoracic aortic aneurysm using the gore tag thoracic endoprosthesis. The left subclavian artery was intentionally covered; however, a final angiogram demonstrated a type ii endoleak originating from this artery. A transposition of the left subclavian artery was performed the next month, but was not successful in stopping the endoleak. The patient declined addtional interventions beyond medical monitoring.